Event description:
It was reported that the device could not be interrogated due to the battery being drained. The surface showed no pacing activity, but the patient was showing heart block. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.